Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support, which included inspecting and cleaning the pump's components, and successfully completed the cartridge load process, allowing insulin therapy to resume.